Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 19september2024 the distributor reported that a patient experienced intermittent fever and effusion after receiving a 4th orthovisc injection with a 21 gauge syringe. The date of the 4th injection is unknown. The patient's effusion was aspirated, and synovial fluid was submitted for analysis. The result was positive with ~130k wbc, polymicrobial infection: h. Parainfluenza, e. Coli, and strep mitis. The patient was urgent irrigation (location of the procedure is unknown) and debridement. It was reported that the patient had recurrent infection a week later and underwent repeat irrigation and debridement. It was reported that the patient is currently improving slowly and on week 2 of a 6-week course of IV antibiotics (vancomycin and rocephin), course unknown. The hcp did not note any breaks in the sterile packaging or discoloration of the product but reported that the viscosity of the orthovisc in this batch was slightly unusual. The hcp reported that the product was stored in ambient room temperature in the office. Hcp has ~15 years' experience with orthovisc injections. The hcp reported that the patient was provided with post injection protocols and denies that the patient was not compliant. The hcp determined that there was a temporal association between the patient's infection and the orthovisc injection.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On (B)(6)2024 the distributor reported that a patient experienced intermittent fever and effusion after receiving a 4th orthovisc injection with a 21 gauge syringe. The date of the 4th injection is unknown. The patient's effusion was aspirated, and synovial fluid was submitted for analysis. The result was positive with ~130k wbc, polymicrobial infection: h. Parainfluenza, e. Coli, and strep mitis. The patient was urgent irrigation (location of the procedure is unknown) and debridement. It was reported that the patient had recurrent infection a week later and underwent repeat irrigation and debridement. It was reported that the patient is currently improving slowly and on week 2 of a 6-week course of IV antibiotics (vancomycin and rocephin), course unknown. The hcp did not note any breaks in the sterile packaging or discoloration of the product but reported that the viscosity of the orthovisc in this batch was slightly unusual. The hcp reported that the product was stored in ambient room temperature in the office. Hcp has ~15 years' experience with orthovisc injections. The hcp reported that the patient was provided with post injection protocols and denies that the patient was not compliant. The hcp determined that there was a temporal association between the patient's infection and the orthovisc injection.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant. The reported event is not confirmed. Additional information was solicited but not provided. Comorbidities was not provided. It was reported that a 69-year-old male patient developed an effusion and fever after an orthovisc injection. Patient's wbc ~130k. Patient was diagnosed with polymicrobial infection, e coli, and strep mitis. Infection was recurrent. Patient was treated with a 6 week course of IV antibiotics (vancomycin and rocephin. Hcp denied any break in the sterility barrier of the packaging. Hcp did report difficulty in depressing the plunger of the syringe. Hcp did determine a temporal association of the viscosity with the patient's infection. The patient reportedly improving slowly. The batch record was reviewed. There was no nonconformances related to the reported event. A three-year retrospective review of all nonconformances was performed. There was no nonconformanced related to the reported event. A review of the product stability study report was performed. The observed stability profiles support the orthovisc shelf life of 30 months under real time storage conditions. A three-year retrospective review of retention stock reports was performed. There was no nonconformances reported. The cause of the reported event could not be established. The reported event will continue to be monitored and trended for future analysis. A supplemental report will be submitted upon receipt of new and relevant information.